Event description:
It was reported that a gradual increase in threshold has been observed since (B)(6) 2010. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.